Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. The device and leads were explanted. There were no additional adverse effects reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt, a visual inspection of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product analysis results.